Event description:
It was reported that the foley catheter balloon burst. It was mentioned that the event did not include extra operation or drug therapy. Per follow up information received via ibc on (B)(6) 2022, it was stated that there were no missing pieces of balloon found inside the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon burst. It was mentioned that the event did not include extra operation or drug therapy. As per follow up information received via ibc on 15nov2022, it was stated that there were no missing pieces of balloon found inside the patient.

Manufacturer narrative:
The reported event was confirmed - cause unknown. The product had caused the reported failure. Visual inspection noted irregular burst without missing pieces. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. A potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: "do not use the product of have later allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual device was inspected.